Event description:
It was reported that during a laparoscopic low anterior resection procedure, the tissue pad was gone in between the surgery. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Received new information that the tissue pad did not detach from the clamp arm. The file no longer meets the criteria for a reportable event.